Event description:
It was reported that pump experienced malfunction alarm labeled malf 0. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by customer giving correction insulin injection using multiple daily injections, then contacted technical support, who provided instructions and assisted with pump reset; malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction returned, and caller acknowledged these instructions.